Event description:
It was reported that the 9600 system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call.